Event description:
The customer reported the loss of fluoroscopic x-ray. There is no report of pt injury.

Manufacturer narrative:
After reporting the alleged problem, the customer called back to cancel the service call. No further info is available.